Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient hadn¿t been using stimulation because he felt it wasn¿t working. The rep reported that the patient fell a couple of weeks ago but unsure of an exact date. The rep did an impedance check and all contacts were within normal limits. The rep gave the patient new programs a, b, and c to try. The rep advised the patient to use the stimulation and adjust to comfort and if adjustments were needed, to contact the rep. The rep was able to capture all patient complaint areas. The patient was satisfied with adjustments and denied all other complaints. The issue was resolved. No further complications were reported.